Event description:
The customer reported via phone call that the sensor broke. The customer stated that when she pulled the needle out, the copper wire came out also. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was retracted to the other side and electrode was broken. It could not be confirmed if the customer received the sensor damaged due to the product being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.